Event description:
It was reported that a minimum fill notification occurred. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event as the caller declined to troubleshoot further.